Event description:
It was reported that while using a drill and attachment during a dental procedure, a pt received a blister abrasion on the mucosa side of the mouth. Vaseline was applied at the time of the incident and no further treatment is expected.

Manufacturer narrative:
The risk manager at the hospital would not release the product for investigation. The failure can not be confirmed without the device.